Event description:
Upon impacting sleeve onto adapter, the adapter broke and loosened off the bolt. Surgery was delayed by 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the submitted device did not find any evidence of fracture. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records did not reveal any anomalies. The investigation did not confirm the reported fracture or draw any conclusions about the reported concern. No evidence was found of product failure or product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.